Event description:
It was reported per field service report: symptom system error 8. No harm to patient, switched to a second pump. Findings/action taken: on phone to troubleshoot front end board; no comm (communication); fiber optics only when on dc power. Replaced front end pcb (printed circuit board). On removal fe pcb u69 in backward, key to bottom. Reversed clip and reinstalled pcb; works on dc power. Customer requested ne pcb. Installed new fe pcb and performed functional test -pass. The pump is back in service. Per the field service representative there was no report of patient death, complications, injury or medical/surgical intervention required. Software level 2.24. Additional information received on (B)(4) 2015 from field service representative (fsr) stated the front end pcb was replace (complete board) and the old one will be coming back. There is no software issue. The fsr stated not being sure if the ic was in backwards or maybe just a loose connection.

Manufacturer narrative:
(B)(4).